Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high priority alarm 20198 (door is open) occurred on a home pd system kaguya. This occurred during peritoneal dialysis therapy. To resolve the event, therapy was ended on the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.